Manufacturer narrative:
A siemens regional specialist determined that the operator was not wearing eye protection during the maintenance procedure. The siemens advia 1800 operator's guide explicitly warns the operator to "wear protective clothing, gloves, and safety glasses" when handling this type of reagent.

Event description:
While performing maintenance on an advia 1800, when the operator was filling the cuvette wash bottle, some cuvette wash solution accidentally splashed her in the eye. The operator immediately washed her eyes with pure water. There was no report of any injury following this treatment.